Event description:
Related manufacturer reference number 1627487-2022-07139. It was reported that during ipg replacement procedure (see related manufacturer reference number 1627487-2022-07139), fluoroscopy showed that the lead migrated out of place. Surgical intervention was taken to address this issue wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: 05415067025548, serial: n/a, batch: ab2421. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.